Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope exhibited the biopsy channel stuck. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the completed investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the evaluation revealed the distal end and plastic distal end (c-cover) had a burn. A definitive root cause could not be identified. Based on the results of the investigation, the probable root cause was: if the tip of the treatment tool or brush is bent or worn, the user may feel a strong resistance to the touch. If poor insertion occurs, it is thought that the condition of the treatment tool or brush may be the cause of the blockage. Additionally, olympus was unable to determine the cause of the burnt distal end components from the information obtained. A probable root cause could be that a high-energy treatment device (such as a high-frequency device) was used without maintaining a sufficient distance from the distal end while in use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.